Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they have received lost sensor. The customer states they put the sensor on the night before, but did not connect until the morning. The customer states they tried a new sensor, but they received lost sensor. The customer states they removed the sensor and noticed there was no electrode. The customer states there was only a small piece sticking out. The customer mentioned having had trouble removing the needle from the sensor. The customer was advised that the sensors would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Unable to confirm needle anomaly due to needle not being returned.